Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 110 mg/dl. The customer stated that the act and esc button don't respond consistently, it takes many presses to get them to respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.